Event description:
Elastomeric portable pump containing fluorouracil did not deliver the medication. The portable pump was supposed to run for 5ml/hr. Prior to dispensing the pump, the line was primed and clamped without issues. FDA safety report ID # (B)(4).